Event description:
A caller reported a malfunction on the pump, which displayed a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information and helping with the pump reset. The malfunction did not recur after resetting, and the customer was informed that they could continue using the pump and to call back if any malfunction codes reoccurred.